Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Event description:
Healthcare professional reported the device has been explanted.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, one linear opening, yellow particles in device outer surface and wear abrasion. A microscopic analysis and leak test were performed which identified one opening crease smooth and total delamination of valve. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure. One opening crease smooth in the side radius assessed as fold flaw opening.